Manufacturer narrative:
Insulin pump received with no button response due to unlocked connector on lcd board. Unable to confirm unexpected battery out limit due to keypad unresponsive. Insulin pump received with moisture damage on lcd board, cracked reservoir tube lip, and cracked case near display window corners noted. (B)(4).

Event description:
The customer reported via phone call that she got in the pool with the insulin pump. She was in the pool for about five minutes. The insulin pump's display went blank immediately after exposure to moisture. Fluid was under the lcd display. The insulin pump alarmed battery out limit after changing the battery. She was unable to clear the battery out limit alarm because the buttons were unresponsive. Customer's blood glucose level was 87 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.